Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 g, route, frequency not reported) and amikacin injection (150 mg, route, frequency not reported) for peritonitis. At the time of this report, the patient was recovered from the peritonitis and antibiotic therapy was discontinued. Pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis (three times a week). No additional information is available.